Event description:
It was reported that the video system center endoscopes 190 are not seen in the tower. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the issue was due to a faulty endoscope. However, since the subject device was not returned for evaluation, a definite root cause was not established. Olympus will continue to monitor field performance for this device.

Event description:
The customer later reported that the issue occurred prior to procedure. When swapping out endoscopes, the issue did not recur. As a precaution, the endoscope connection socket was cleaned.